Event description:
The customer contact reported charring on the female end of the ac power cord. The device was returned to the clinical engineering department with an unsigned note that stated, "smoking wires. Please check." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, charring was noted on the female end of the ac power cord near where the cord is attached to the plug. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)